Event description:
This is filed to report recurrent mitral regurgitation and tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+. A mitraclip xtw was placed on a2/p2 without issue. The procedure was completed. The mr was reduced to grade 1-2+. On (B)(6) 2023, the patient returned with recurrent mr grade 4+ due to a new flail of the anterior leaflet in a1 scallop. For treatment, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, the reported tissue injury resulting in mr is due to disease progression. Additionally, tissue injury and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.